Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in 14 episodes with an inappropriate shock. The device was tested in clinic, however noise was unable to be reproduced. The device was then reprogrammed to the secondary vector and appropriate sensing was achieved. Device data was sent to rhythmcare for review. Data review determined the device behavior is consistent with changes in the impedance pathway associated with the sense b node. Rhythmcare then provided further troubleshooting and programming options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in 14 episodes with an inappropriate shock. The device was tested in clinic, however noise was unable to be reproduced. The device was then reprogrammed to the secondary vector and appropriate sensing was achieved. Device data was sent to technical services (ts) for review. Data review is expected at a future date. This device remains in service. No adverse patient effects were reported.